Event description:
Customer reported receiving a calibration error alert. The blood glucose reading was 103 mg/dl. Customer follows insertion recommendations and the sensors are not expired. Customer stated that there was no incorrect entry of a blood glucose reading or any delayed entry. He also stated that this alert was not the result of the first calibration attempt after the initialization period. It was determined that customer did not calibrate when blood glucose was stable. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.